Event description:
A surgeon reported an incorrect insertion of the intraocular lens (iol) occurred during the phacoemulsification procedure in a cataract surgery on the patient's right eye. The iol was damaged by the injector which caused a scratch centrally on the optical zone of the lens and during the procedure a partial tear of the posterior capsule occurred too. No posterior capsular opacification (pco) was observed. The patient underwent a new iol implant to replace the damaged lens and a vitrectomy. Per the surgeon, the device caused or contributed to the event. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information has been requested and received. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient had complained of bad vision following the initial iol implant procedure; the patient reported immediately, at hospital discharge and at the evaluation follow-up in the following days the presence of a ¿line and a gray spot¿ in front of the operated eye and redness of the eye. On (B)(6) 2014, the surgeon noted that the vitreous was dyshomogeneous and partially colliquated; the retina was on its plane upon fundus examination. The patient was prescribed anti-glaucoma and anti-inflammatory eye drops. On (B)(6) 2015, the patient was again evaluated, and with no reported improvement in symptoms, lens replacement was scheduled.